Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and confirmed the reported issue. The rse observed that 'x-ray starting up' message was displayed on the screen; however, the start up did not progress. A philips field service engineer (fse) inspected the system on-site and reinstalled the software, which resolved the reported issue. The system was returned to use in good working order and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.